Event description:
It was reported that the patients lead had migrated as shown in fluoroscopy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7137408.